Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that after iol exchange, the patient was satisfied with a single-vision iol.

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) exchange procedure, the patient has corneal edema and high intraocular pressure (iop). The surgeon prescribed three topical iop lowering medications. Additional information has been requested.